Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscopic controller (esc) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The esc was returned for failure analysis, and the reported failure was confirmed and replicated. During in-house failure analysis, upon visual inspection, no issues were found that would be related to the reported failure. In artemis, errors were noted confirming the fault occurred in the field. The esc was installed onto known good in house system and system did not trigger any error during startup. The esc was able to engage with the endoscope. Powered cycle system multiple times and no issues were observed. Left system idle for some time and system failed with error 48204. As a result of these findings, failure analysis was able to conclude that the light engine was found to be the root cause of the reported failure.

Event description:
It was reported that during a training/demo of the da vinci system, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that they received a message that the endoscope image may be deficient when they had a 30 degree endoscope installed. The customer installed a 0 degree scope but the same message appeared. There was no report of patient involvement or reported injury.